Event description:
The customer reported that after using a zip surgical skin closure device the device lost adhesion and the zipper tore from the adhesive. There were no reported delays, medical intervention or adverse consequences reported with the event.

Manufacturer narrative:
Correction: d9, h3, h6. Follow-up report submitted to document the device was not available for evaluation. Additional information: d4. Complete gtin has been added.

Event description:
The customer reported that after using a zip surgical skin closure device the device lost adhesion and the zipper tore from the adhesive. There were no reported delays, medical intervention or adverse consequences reported with the event.